Manufacturer narrative:
Device evaluation summary: device evaluation of electrode belt sn (B)(4) has been completed. As received, the electrode belt failed incoming functional testing. The cable connecting ECG's 'a' and 'b' was severed. The cause of the test failure was the severed cable. The cause of the severed cable was unable to be positively identified. No adverse event resulted from the damaged cables and wires. The patient did not require a replacement electrode belt.

Event description:
During servicing of a (B)(6) male patient's electrode belt which was returned for an unrelated issue, a reportable problem was discovered. The electrode belt had a damaged cable. The patient did not require a replacement electrode belt.